Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer thought that a piece of plastic from the syringe may have entered the cartridge which caused the occlusion. There was no reported impact to the customer's blood glucose level. The customer declined tandem technical support's offer to troubleshoot to determine if this reported debris was the cause of the occlusion.